Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The up arrow button did not respond due to corroded keypad traces. No battery out limit alarm could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump's keypad was unresponsive and a battery out limit had been returned. Customer did not recall any significant events leading up to these events. Blood glucose level was 169 mg/dl at the time of the call. No further information was provided.